Manufacturer narrative:
New information: product received, investigation and root cause completed add b5. Correct d10, g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/12/2013 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200166504 for errors ¿ backlight for the q6 which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that error code 132.3000 occurred on an alaris system pc unit. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that error code 132.3000 occurred on an alaris system pc unit. There was no reported patient involvement.